Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's sister reported pt had been having 6 days of low blood glucose readings down in the 60's mg/dl. Pt's normal blood glucose range is 150-160 mg/dl. Sister stated the pt noticed the infusion set cannulas were bending and kinking. Sister reported the pt would treat himself by eating to bring his blood glucose back up. Sister stated the pt went through 4 sets of infusion sets and saw the cannulas were bending so he switched back to a different type of infusion set. Sister reported the doctor informed them about the infusion set recall and she is upset about it. Advised on available alternative infusion sets. Sister stated pt is not here to troubleshoot. On f/u call on (B)(6) 2011, pt reported they were unable to speak right now and will call back. On f/u call on (B)(6) 2011, pt reported he was unable to hear and disconnected the call. Unable to troubleshoot infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.